Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on the ventricular electrograms (egm). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.